Event description:
On march 31st, the user contacted dario to report low blood glucose (bg) readings. The user reported receiving a bg reading of 170 mg/dl from his dario meter compared to a bg reading of 220 mg/dl and 221 mg/dl, respectively, from his two other non-dario meters. The user also reported that his a1c does not correlate with his doctor's results.

Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user reported that he was consistently receiving a bg reading of 170 mg/dl. After the above, dario's representative instructed the user to open a new cartridge of strips and test his bg level, which he did and received a reading of 133 mg/dl from his dario meter, compared to a bg reading of 155 mg/dl from one of his non-dario meters. The user stated that both his old and new strip cartridges were from the same lot number. Following the above, a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On march 31st, the user contacted dario to report low blood glucose (bg) readings. The user reported receiving a bg reading of 170 mg/dl from his dario meter compared to a bg reading of 220 mg/dl and 221 mg/dl, respectively, from his two other non-dario meters. The user also reported that his a1c does not correlate with his doctor's results. This is a follow up report to the original report that was submitted on april 30th, 2024. Addition for the follow-up report: on may 7th, the user contacted dario by email and reported that he received the new dario strips and control solution. The user tested his dario meter with control solution and a new cartridge of strips: the meter read within range for both tests.

Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user reported that he was consistently receiving a bg reading of 170 mg/dl. After the above, dario's representative instructed the user to open a new cartridge of strips and test his bg level, which he did and received a reading of 133 mg/dl from his dario meter, compared to a bg reading of 155 mg/dl from one of his non-dario meters. The user stated that both his old and new strip cartridges were from the same lot number. Following the above, a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available. Addition for the follow-up report: from the user's email dated may 7th, 2024, regarding the control solution test with the new cartridge of strips, it can be seen that the meter read within range for both tests. Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.